Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. Customer reported that insulin exited the tubing when pushing slowly. Customer reported that insulin exited the tubing with the manual prime. The insulin pump was working as designed. No delivery alarm was caused by infusion set or reservoir occlusion. No harm requiring medical intervention was reported. The device was returned for analysis.